Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during multiple cataract procedure, poor vacuum was experienced even with different phaco handpieces. Additional information was received from a nurse, indicating she suspects the events are related to this particular surgeon because they do not have these issues with other doctor's using the same system.